Manufacturer narrative:
The sample was collected in a bd plastic serum tube and was centrifuged for 15 minutes in a statspin centrifuge. The specimen was allowed to clot for 15 minutes. Per product labeling; "serum specimen should be allowed to stand upright, for a preset minimum period of time (e.g. 30-60 minutes) to allow for clotting, before centrifugation". Qc recovered very close to the established mean prior to and after the event. A field service engineer (fse) was not dispatched for this event. Although pre-analytical sample handling may have contributed to this event, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accu tni) result of 0.68ng/ml for one patient. Repeat testing on this instrument and on an alternate method produced lower results. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.